Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Additional finding of distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt the patient did not have a vessel to place the left ventricular lead in. The lead was not implanted. No patient complications have been reported as a result of this event.